Event description:
It was reported that the pulse generator could not be interrogated. On (B)(4) 2013, a software download was performed and normal device function resumed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.